Event description:
Event description guidant received information that, during a device change-out procedure, it was noted that subclavian crush had occurred to this chronic right ventricular defibrillation lead and thus the lead was explanted.